Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced issues regarding the fill estimate. Additionally, the customer reported being unable to perform the fill tubing process without using at least 10.2 units of insulin. Reportedly, the customer did not have the option to select "fill" instead of "new". Although requested by tandem technical support, the customer declined to perform troubleshooting for the reported events. Reportedly, the customer was unsure of the blood glucose level. It was reported that the customer continued using the pump and had manual injections available as alternate insulin therapy.